Event description:
It was reported that this patient was evaluated in-clinic due to beeping tones originating from this subcutaneous implantable cardiac defibrillator (s-ICD) device. Additionally, the device was unable to be interrogated. Boston scientific technical services (ts) was contacted and discussed that the clinic did not have a programmer wand capable of interrogating s-ICD devices. The field representative indicated a new wand would be provided to the clinic. The device data was also forwarded to ts for review to determine the cause of the beeping tones. Upon a data review, a battery depletion (bd) error code was observed and ts confirmed that the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. At this time, the s-ICD remains implanted and in-service. The patient was stable with no adverse effects reported.